Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to power on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) visited the customer site, assessed the device, and determined that a defective processing board prevented it from powering on. After replacing the processing board, the device was restored to full functionality. The device has been returned for use and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was due to a defective processing board. The reported problem was confirmed.